Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned as stated in the event description. Note: the customer has provided a photo of the damage. Reason for return was confirmed. Additional information b5. Medtronic received additional information that the cannula was not heated or cooled prior to use. Medtronic received additional information that the customer noticed that the hemostatic cap was missing after opening. It was heard that another nextgen was brought out because the first one broke. The second one contained a hemostatic cap, and it was noticed that the first one did not have it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info h6: updated the annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a bio-medicus nextgen femoral arterial cannula, the soft hemostasis cap was not included with the product. When attempting to insert the inner tube without the hemostasis cap, the tube connection part of the cannula cracked. Although there was no impact on the patient, it is believed that the absence of the hemostasis cap caused the crack. The device was replaced. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.